Manufacturer narrative:
The suspect computer for the navigation system has been received by the manufacturer for evaluation. System passed all tests and no errors found during investigation. The reported event could not be duplicated by medtronic personnel. The device was found to be fully functional with no problem found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system restarted without prompt from the user when utilizing the cranial application software. There was no patient present when this issue was identified. No additional information was provided.